Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the system unexpectedly was loosing power during the case. It was noted that the system did not have enough power to take the spin even though the site had plugged the system into the wall. Site had removed the imaging system and noted that the system had all blue battery indication lights but when bringing the system into the hall the system was showing an error that the battery was depleted. Initially the system was connected to a boom outlet and then switched to a wall outlet. There was a reported delay of 10-20 min delay. There is no known impact on patient outcome. Site and surgeons are unsure to use the systems as its been noted that the navigation system and now the imaging system are having power issues. It was later noted that the imaging system was unable to take 2d x-ray shots at the end of the case. The site was able to use the c-arm for confirmation. It is suspected that this issue was due to a voltage issue with the imaging system.